Manufacturer narrative:
The unit output was found to be operating within specifications.

Manufacturer narrative:
The product has been returned, evaluation of product has not been completed.

Event description:
Per the facility, the bipolar wasn't functioning properly and wouldn't coagulate and ended up tearing the tissue.